Event description:
The following was reported to hamilton medical ag: issue with vent (e.g. Shuts down, won't calibrate, etc). Unexpected shutdown and teslaspy activated as device entered MRI suite. Patient had to be bagged temporarily. Addition hamilton medical ag: the customer claims just entering room not near magnet.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).